Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully without full pressure recovery. Echocardiogram revealed an effusion due to a left ventricle (lv) perforation caused by a amplatz super stiff guidewire. Surgery was performed to repair the lv. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).